Event description:
It was reported that high threshold, decreased sensing and lead dislodgement were observed. The lead was repositioned; however, capture threshold continued to rise. The lead will be explanted.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received notes that the system was explanted due to infection.